Event description:
It is reported that in 2006, after implantation, the surgeon took x-rays to confirm placement of the devices, and it was noted that the glenosphere was not seated properly. The surgeon opened the incision and reset the implants. X-rays were taken again, which also showed the glenosphere was not seated properly. The surgeon opened the incision again and reset the implants. The third set of x-rays confirmed the placement was fine. There was approximately one additional hour of surgery time.

Manufacturer narrative:
This report will be amended when our investigation is completed.